Event description:
It was reported that, during a ukr surgery, the top of a femoral impactor broke while trialing. A back-up device was used to complete the procedure. Surgery was delayed, but it is unknown for how long. The patient was not harmed.

Manufacturer narrative:
H10: h3, h6: the device was used for treatment and was returned for investigation. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. This is an identified failure mode within the risk assessment. The surgical system user's manual released at the time of the complaint provides instructions for using the femoral insertion/extraction tool. We could confirm if there was a relationship established between the reported event and the device. The device was returned. Visual inspection was performed and confirmed that the impactor was broken. It was also found that this issue has occurred before and was typically caused by femoral impactor head breaking during use/impaction. This was most likely caused by repeated use.